Event description:
It was reported by the customer to customer service that the head end of the stretcher will not go down all the way and the gas cylinder was leaking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The customer has reported that they evaluated the stretcher. A replacement fowler gas cylinder was ordered for the customer to repair the stretcher.